Manufacturer narrative:
(B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. ¿ what was done to treat the shard penetration? ¿ was medical or surgical intervention required? ¿ was there any special diagnostic test performed? - no intervention or medical treatment required for the injury ¿ what is the status of the nurse injury today? ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? ¿ was the ampoule crushed repeatedly? - ampoule was crushed several times for use ¿ can you identify the lot number of the product that was used? - due to it being a little while ago I am unsure of the lot number or if we have any other from that batch ¿ is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? - due to it being a little while ago I am unsure of the lot number or if we have any other from that batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a sternal closure in cardiac procedure on (B)(6) 2020 and topical skin adhesive was used. The nurse cut their finger when using the adhesive. The glass broke through the plastic covering and they got a small cut on their index finger. No intervention or medical treatment was required. Lot number is unknown. No patient consequences reported.